Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received for the customer's complaint of separation. This issue has been investigated in the past as an issue with a lack of solvent applied at the manufacturing facility. The complaint can be verified due to previous investigation and the root cause is due to improper solvent application by operator. There have been improvements to the process to ensure this failure no longer occurs. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. This failure is covered in hmo CAPA 6697210.

Event description:
It was reported that bd alaris secondary set separated from tubing which caused leakage. The following information was provided by the initial reporter with the verbatim: secondary non-filtered set ref (B)(4) had catastrophic failure. After tubing was hung for patient used the drip chamber spontaneously disconnected from tubing and spilled chemotherapy over the floor, pole, and IV pump. Patient was not harmed.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E4. The initial reporter also notified the FDA on 24 jul, 2023. Medwatch report # mw5120219. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.¿

Event description:
It was reported that bd alaris secondary set separated from tubing which caused leakage. The following information was provided by the initial reporter with the verbatim: secondary non-filtered set ref (B)(4) had catastrophic failure. After tubing was hung for patient used the drip chamber spontaneously disconnected from tubing and spilled chemotherapy over thefloor, pole, and IV pump. Patient was not harmed.